Event description:
It was reported that decreasing pacing impedances were noted on this right ventricular (rv) lead. Technical services (ts) was contacted for troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received. Low out of range pacing impedance were noted on this rv lead. Ts provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported.